Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. Device evaluation: visual analysis of the returned device identified a broken shell, to be underweight, flat creases. A microscopic analysis was performed which identified: broken shell with sharp edge on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identified the thickness within specification). Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening.

Event description:
Healthcare professional reported left side "biocell claim". Healthcare professional added, "l implant torn in half". The device has been explanted.